Event description:
Pt was injected with restylane (dose unk) in bilateral nasolabial folds. Within several hours, left side of face/nose/cheek became edematous and painful. The following day, the pt's left nose and entire cheek (from eye to chin) was erythematous and ecchymotic with worsening edema and severe pain. Over the course of the next several days, condition worsened and pt experienced left eye pain and twitching, bleeding and hard white articles that ruptured through skin surface. Condition persisted for many weeks and resulted in tissue necrosis with permanent scarring of the left nasolabial area and inner and outer nose. The pt continues to have pain, erythema, left eye twitching, scarring and difficulty breathing as a result of the injuries. Dates of use: 1 day.